Event description:
It was reported that an exalt model d scope was utilized during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025, for the treatment of anastomotic stricture post liver transplant. During the procedure, the exalt model d scope was working normal until about 15 to 20 minutes into the procedure when the loading screen error message displayed. The scope was unplugged and re-plugged into the controller which temporarily fixed the issue. This occurred about 3 times and then eventually the scope would not connect to the controller. The procedure was completed with a different scope. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization. Device evaluation summary the exalt model d scope was returned for analysis. The scope passed all tests performed and exhibited normal device characteristics. The reported event was not confirmed. With all the available information, boston scientific concludes that the most probable cause is no problem detected.

Event description:
It was reported that an exalt model d scope was utilized during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025, for the treatment of anastomotic stricture post liver transplant. During the procedure, the exalt model d scope was working normal until about 15 to 20 minutes into the procedure when the loading screen error message displayed. The scope was unplugged and re-plugged into the controller which temporarily fixed the issue. This occurred about 3 times and then eventually the scope would not connect to the controller. The procedure was completed with a different scope. No patient complications were reported as a result of the event.